Event description:
Follow-up revealed the issue was resolved.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced tenderness at the ipg site. As a result, the ipg pocket was relocated on (B)(6) 2017 and the ipg was explanted and replaced. Follow-up revealed the patient was still experiencing post-operative tenderness.